Event description:
On (B)(6) 2012 this patient was implanted with six gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported the patient developed a proximal type I endoleak. On (B)(6) 2012 the physician reintervened and implanted two gore aortic extender endoprosthesis to extend the seal proximally to the superior mesenteric artery (sma). The physician "snorkeled" the sma with a gore viabahn device. The endoleak was resolved and the sma is patent. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Method: refer to relevant tests and lab data for the results of the imaging evaluation.